Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported event is attributed to the missing IFU (instructions for use) which would instruct the user on how to properly clean the device. This reported issue is being addressed as part of a corrective action specifically to assign an IFU to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty the surgeon used a boxchisel to remove bone from the patient's trochanter. The nurse tried to remove excess bone stuck in the boxchisel and cut herself. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.